Event description:
It was reported that a device was used during a laparoscopic cholecystectomy. The surgeon inserted the device as first port. It was noted by the surgeon that the knife had damaged the right iliac artery. The surgeon converted to an open procedure to try and establish hemostasis. Patient experienced a significant blood loss and expired.